Manufacturer narrative:
Updated fields: g3, g6, h2, h10, and h11. Corrected data (field h10): related report number: (B)(4).

Event description:
Refer to h11 for follow-up information.

Event description:
On 26-mar-2026, intuitive surgical, inc. (Isi) received FDA medwatch report (MDR) with uf/importer report #: (B)(4) stating: "single port robotic fenestrated bipolar closed on tissue and would not release. Surgeon attempted to release via console, and first assist attempted manual release on the field. Surgeon had to cut tissue instrument was clamped on in order to get instrument out of patient. Instrument was identified and personally brought to spd to [sterile processing department] be returned to coordinator and chief office for staff to escalate to da vinci." It was reported that the event occurred during a da vinci-assisted right partial nephrectomy procedure on an unspecified date in (B)(6) 2026. Isi made multiple follow-up attempts to obtain additional information; however, no further details have been received as of the date of this report.

Manufacturer narrative:
Intuitive surgical, inc (isi) did not receive a da vinci product to perform failure analysis.